Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed a cut in the lead insulation 225 mm from the terminal pin. Resistance and hipot tests were completed to assess lead electrical performance and the integrity of the insulation between conductors. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that there were issues with this patient's right ventricular (rv) lead after the patient flipped over on their all terrain vehicle (atv). It was noted that the rv lead had no capture at maximum outputs. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.